Event description:
It was reported to medtronic minimed that the customer experienced pump error 35(a broken force sensor was detected during seating or regular delivery), a crack on the battery tube side case of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage did not affected pump's functionality. No harm requiring medical intervention was reported. Mmt-1884l mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j2, j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and label damage(faded/stained/peeling). Unable to verify pump error 35 critical pump error (open book image) due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to moisture damage on [pcba 1 j2, j7 / pcba 2 j1]. Unable to download history files and traces using [thump] due to flashing medtronic logo. Exposed to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.